Event description:
During surgery, a small 2mm burn was noted on the patient's bowel within the abdominal cavity/operative site.

Manufacturer narrative:
A visual inspection on the shaft insulation tube under 10x magnification and hi-pot test did not reveal any punctures in the insulation tube. The visual observation did reveal that the entire front half of the o-ring is missing. There is clear evidence of a burn on the face of the insulation tube where the tip mates. The o-ring is intended to provide an electrical seal at this junction. This product was manufactured nine years ago and the o-ring damage is consistent with normal wear. The handpiece is also beyond its useful life. It is stated in the IFU that customers should "not use hand piece if the 'o' ring located on the distal end of the shaft appears worn, damaged, or missing." (B)(4).